Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire, approximately 2.0cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.